Manufacturer narrative:
The device wasn't returned to cad or the service depot for investigation or repair. No failure data exist to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode.

Event description:
Reported rate and calibration out of range. Calibrated pump, performed pm, passed all tests.